Event description:
Pt was revised to address dislocation of bipolar hip. Osteolysis and poly wear noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received. The complaint will be reopened. Depuy considers the investigation closed.